Manufacturer narrative:
This report contains corrections to fields: adverse event/product problemoutcomes attrib to adv event type of reportable event.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance measurements and noise episodes due to a lead fractured. The lead brady mode was turned off and the patient is being monitored. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance measurements and noise episodes due to a lead fractured. The lead brady mode was turned off and the patient is being monitored. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was fractured. There was no further information noted and no intervention made to date. This rv lead remains in service. No adverse patient effects were reported.